Event description:
Initial reporter stated that during a vitrectomy procedure, bubbles were observed from the vit probe tip while in the pt's eye. No effect on the pt. Surgery was delayed a few minutes as they changed to another pack.